Event description:
Customer reports to have received excessive no delivery alarms, about fifty no deliveries. Customer also reports that bolus history was incorrect and that the amount delivered is different from amount shown on pump. Customer declined troubleshooting and requested for insulin pump to be replaced. Customer reports that it was noticed that the reason for no delivery was due to site, which was above belly button, which is only area on his body with the most fat. Customer was advised on appropriate area for insertion. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.